Event description:
It was reported that during use, accumulation of air was observed at the lower side of the de-airing cock of the device. The air would not easily disappear when the de-airing cock was manipulated. Device use was continued. No pt effect was reported. (B)(4).

Manufacturer narrative:
(B)(4). A health hazard eval was initiated and the hazard has been defined. Based on new info available 08/01/2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process ((B)(4)) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.